Manufacturer narrative:
User reports seat going backwards. Client almost fell out of chair. Frame cracked. The pronto m41 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in the (B)(6).

Event description:
User reports seat going backwards. Client almost fell out of chair. Frame cracked. The pronto m41 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in the (B)(6).